Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted due to calcification. After completion of the bav, the patient experienced "wide open" aortic insufficiency. Subsequently, the procedure was transitioned to a surgical aortic valve implant procedure. In turn, a 2-hour procedural delay occurred. Per the phys ician, the patient's calcified anatomy contributed to the event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0013092909); product type: 0195-heart valves; h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted due to calcification. After completion of the bav, the patient experienced "wide open" aortic insufficiency. Subsequently, the procedure was transitioned to a surgical aortic valve implant procedure. In turn, a 2-hour procedural delay occurred. Per the phys ician, the patient's calcified anatomy contributed to the event. Additional information was received that a 24 mm non-compliant balloon was used to complete the pre-implant bav. After the pre-implant bav, the delivery catheter system (dcs) was inserted into the patient; however, the valve was never deployed. The severity of the aortic insufficiency (ai) was severe. Per the physician, the wide open ai was caused by the pre-implant bav.